Event description:
A pt reported blood glucose results of 391 mg/dl and 211 mg/dl with a lifescan meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby, indicating a potential malfunction of the meter in terms of precision. A walk through blood glucose test was performed; the pt obtained results of 157 mg/dl, 152 mg/dl and 150 mg/dl with the reported meter.